Event description:
It was reported that during routine follow-up, the ventricular lead exhibited noise. The noise was not reproducible in clinic. The device sensitivity was reprogrammed. No adverse events occurred to the patient. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.